Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult to deploy clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and placed at a2/p2. When the clip was attempted to be deployed, it did not release from the cds. Troubleshooting was performed and after 2 minutes, the clip was successfully deployed. One clip was implanted, reducing mr to grade 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. The difficulty deploying the clip appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.